Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/6/2022. H.6. Investigation: one open 31g x 5mm pen needle sample and three photos were returned from lot. No. 1118175, cat. No. 320129. A clog test as per tp4700483 was carried out on the returned sample and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned sample therefore no root cause can be identified.

Event description:
It was reported that the bd microfine plus¿ pen injector needle was clogged and unable to deliver medication. There was no report of user impact. The following information was provided by the initial reporter, translated from japanese to english: "no fluid is coming out of the needle. The patient contacted our head office and sent us this form. After the microfine plus 31g 5mm needle was installed, no fluid came out of the needle, but when it was replaced, fluid came out, so the patient thought the needle was defective. He thought it might be a defective needle, but there was no apparent bend or defect."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microfine plus¿ pen injector needle was clogged and unable to deliver medication. There was no report of user impact. The following information was provided by the initial reporter, translated from (B)(6) to english: "no fluid is coming out of the needle. The patient contacted our head office and sent us this form. After the microfine plus 31g 5mm needle was installed, no fluid came out of the needle, but when it was replaced, fluid came out, so the patient thought the needle was defective. He thought it might be a defective needle, but there was no apparent bend or defect."